Event description:
The complainant reported that when impella cp was used by itself, the impella operated without suction but adding extracorporeal membrane oxygenation suction alarm appeared. The support level was lowered to p2 and volume loading was performed but there was no improvement. The patient had a small left ventricular cavity but fluoroscopy and ultrasound showed no problems with the placement position. There was no thrombus attached to the catheter that was removed. It was further reported that the patient expired from upper gastrointestinal bleeding and the cause is thought to be a stress ulcer during anticoagulation therapy. The patient expired on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the low pump flow and vascular damage has been completed. Product and data were not returned for review. Based on clinical description, the root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the gi bleed could not be determined without additional clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿